Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A continuum trilogy liner (lot 64030966) was returned for evaluation. As returned, damage is seen on the rim feature, anti-rotation features, and locking features. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: unknown-unknown cup-unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty that the liner would not seat with the shell. The procedure was finished with a backup liner and original shell was used. Attempts have been made and additional information on the reported event is unavailable at this time.